Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis. (B)(4).

Event description:
It was reported that wound dehiscence occurred approximately seven months post implant of the implantable pulse generator (ipg) which resulted in infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.